Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed an allergic reaction while wearing the lifevest. The patient is reportedly allergic to nickel. The patient's physician prescribed a dermatological treatment. The patient was later implanted with an ICD. The medical outcome of the reaction is unknown.